Event description:
This is a report of a patient who experienced a high drain 101 alarm while on the homechoice (hc) during dwell. This alarm indicates that the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria. It was reported that the patient's initial drain had not completed before the hc moved to fill. The caregiver bypassed dwell as soon as the fill was completed and the patient began their drain cycle. Therapy was completed without further complications. The caregiver was advised to contact the peritoneal dialysis registered nurse (pdrn) to discuss the initial drain alarm setting. A swap of the device was initiated and the care giver was advised on the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrived. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4) evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the occurrence of an increased intra-peritoneal volume (iipv) event but evaluation of the device was unable to duplicate the alarm. The device was determined to meet functional and electrical performance specification requirements. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. It was determined that the cause of the event was due to a false empty detection and inappropriate programming of the initial drain alarm setting. Homechoice and homechoice pro apd systems patient at-home guide gives the warning that too low of an I-drain alarm volume can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.